Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown mount would not disengage from the implant (boss313) during placement. Another implant was placed. Tooth location 12.

Event description:
It was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following information is being submitted: it was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure. Expiration date: 01 oct 2019, concomitant medical products: certain® 4, 5, 6mm(d) implant driver tip ¿ long, item: iipdtl lot: unknown therapy date: unknown. Date received by manufacturer: 12 apr 2019, type of report: follow up-2, type of reportable event: malfunction, follow up type: additional information, device evaluation, device evaluated by manufacturer: yes, device manufacturer date: 31 oct 2014, event problem and evaluation code: method, results, conclusion. The reported implant was received for investigation. The reported driver was not returned. Visual inspection revealed a significant amount of wear and debris at the device drive feature. Functional testing was performed for the returned product and it was determined that the implant site assembled and disengaged with a mating driver. The reported driver was not returned, and therefore could not be tested or physically inspected. It is noted that the reported driver was the incorrect size for the implant. The reported condition of a driver that would not disengage from the implant was not confirmed. A device history record (DHR) review was completed for the reported device lot of the implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A DHR review could not be performed for the reported driver as the device lot is unknown. A complaint history review was completed for both reported device lots for similar cause and no other complaints were identified. A definitive root cause was identified during investigation and is related to incorrect driver usage, as it was noted the driver size is too large for the internal hex of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Additional information provided for updated driver item.

Event description:
It was reported that a biomet driver would not disengage from the implant (boss313) during placement. Another implant was placed. Tooth location 12.

Manufacturer narrative:
This report is being submitted to rely corrected information: the following sections are being reported: it was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure. A complaint history review was completed for the reported implant device lot and for the reported driver item number for similar cause and no other complaints were identified.

Event description:
It was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure.